Event description:
Event description boston scientific received information that this chronic right ventricular lead displayed high impedance measurements. It was also noted that the pacing threshold measurements had increased. Three days later, while attempting to place a new lead during the revision procedure, the fixed screw of the attempted lead was unable to be advanced to the target location. As the mannitol had dissolved during the second attempt to advance the lead, the exposed helix was unable to be advanced beyond the valve. The lead was not implanted and another model was successfully placed. The chronic lead was surgically abandoned. The patient did not experience any adverse effects.